Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the user noticed a bulge ("bubble") in the silicone segment of the IV tubing when opening the door to the pump module. An unspecified IV infusion per customer. No patient harm was reported.

Manufacturer narrative:
The customer¿s report of a bulge/balloon in the silicone segment was confirmed. Visual inspection observed that the silicone segment tubing had white discoloration and a slight bulge near its upper portion just below the upper fitment. Functional testing and pressure testing replicated the ballooning. The root cause for the reported bulge in the tubing could not be determined.